Event description:
It was reported that the programmer would not power up. A new power outlet and cord were tried but the situation did not resolve. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer will not power up; power supply found out of electrical specification. (B)(4) rf (radio frequency) head cable found out of electrical specification. Rf head label backing is missing.